Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that through the investigation of the returned heartmate 3 left ventricular assist device revealed extrinsic outflow graft obstruction (eogo).